Event description:
It was reported that: "the instrument in question had pieces of it break off and two small rectangular pieces which are part of the collar, around the tip of the inserter broke".

Manufacturer narrative:
Summary of eval: based on the results of the investigation it was determined that the likely cause of the split collets fracturing was the "deliberate and gross misuse of the instrument". Device history review showed no reported discrepancies. Complaint history review shows that there have been no other reported events for fractured split collets involving the subject lot.